Event description:
Info rec'd indicates the bed has no functions working.

Manufacturer narrative:
The tech found no voltage between the f5 and f2 fuses on the control module. The tech replaced the power control module to repair the bed.